Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device serial #: unknown. D4. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were results being misidentified, most commonly with a result of s. Epidermidis when the expected result was s. Aureus. Remote support was provided to the customer. The support specialist reached out to the customer and confirmed no adverse events related to bd occurred. No further information was provided. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned and no returned material investigation could occur. Device history record review could not be completed as a serial number was not provided. Service history review could not be completed as a serial number was not provided. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.